Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an aortic valve replacement procedure, the insulation on the pencil cord was broken by a towel clip. As the bovie machine was used, current traveled from the pencil through the towel clip and then to the patient's skin surface. There was a towel between the patient and the towel clip so the injury was decreased. The patient sustained a 2nd degree burn to right upper thigh which was treated with silvadene cream. The incident device was not saved. (B)(4).